Event description:
The user facility reported that "this device did come into contact with a patient. Patient injury confirmed. The doctor may have also been injured. Need to confirm". Additional information was received from the facility - the radiolucent clamp was on the patient. The doctor wanted to move the patient into a different position and couldn't get the pin out. The doctor held the clamp; it slipped, and the head of the pin went into the patient's forehead and cut the patient. She sustained a laceration above the left eye. It bled, but did not require sutures. The nurse held the patient's head to stabilize it. Then, somehow, the clamp moved again, and the pin went into the doctor's finger. Dermabond was used to close the physician's wound. The surgery being performed was an aneurysm clipping.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.